Manufacturer narrative:
This MDR report is part of the 227 pilot program, exemption number e2015055. Two reported devices were received for evaluation; the event was confirmed during testing. Evaluation found the devices had metal shavings present. These devices are not repairable and were not returned to the user facilities. There were no remedial actions taken on these devices. These devices are not labeled for single-use.

Event description:
This report summarizes <noe> 2 </noe> malfunction events in which the device had metal shedding debris. There was no patient involvement; no patient impact.